Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation reproduced the reported symptom of "keypad defective". The reported symptom was verified and found to be caused by a intermittent keypad. Internal inspection found the keypad flex to be un-securely seated in the input/output (I/o) processor printed circuit board (pcb) connector. The keypad was properly seated and found to function as designed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a defective keypad. There was no patient involvement. No additional information is available.